Event description:
It was reported that the "insulin gage is not reading the correct amount of insulin." There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.